Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received erroneous results for two samples from the same patient tested for free thyroxine (ft4) on an e602 analyzer. The ft4 results were said to be high, but thyrotropin (tsh) is normal. The samples were also repeated on the abbott analyzer since all previous ft4 results were high and all previous tsh results were normal. The ft4 results from the abbott analyzer were lower. All ft4 results were reported outside of the laboratory to the doctor. The first sample initially resulted as 30 pmol/l when tested on the e602 analyzer. The sample was repeated on an abbott analyzer, resulting as 22.01 pmol/l. The second sample, dated (B)(6) 2015, initially resulted as 28 pmol/l when tested on the e602 analyzer. The sample was repeated on an abbott analyzer, resulting as 18 pmol/l. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The e602 analyzer serial number was asked for, but not provided.

Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations were able to confirm the ft4 value generated at the customer site. Upon further investigation of the sample, no interfering factors were identified. Given the overall setups of the involved assays, the antibodies used, differences in reference methods, and differences in standardization methods, the values of assays from different vendors may differ. Further clarification of the result difference is not possible with available testing methods.